Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after meningioma removal, the dura mater was sutured and duragen (id4501i) was placed. Few days after, the wound was swollen so a magnetic resonance imaging (MRI) and CT scan was performed showing something that was not spinal fluid and up to 2cm thick between the dura mater and the bone of the wound. The physician commented that duragen may have expanded. At the time of reporting, the patient had no signs of infection or pain.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Duragen (id4501i) was not returned for evaluation (since the product was used) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Medical assessment - an assessment was received from medical affairs which concluded the following: ¿I think that this is a plasma seroma. Hard to make comparisons over time as the weighting and contrast of the MRI images are not the same throughout. Volume of material did not change over the 14th to 20th october, so looks to be stable. I am surprised they did not try to aspirate the mass, would have been a good diagnostic. If a seroma, the plasma can clot and then tie to autolysis is controlling the duration of the mass, 10 to 15 days. So should now see a change in volume this week. This is a low pressure space when the patient stands so can fill with fluid. I was interested to see that the placement of the cranial flap had not been secured as it has moved considerably.¿. Root cause evaluation - furthermore, it was also explained that ¿duragen does not swell over time¿. Based on the lack of a sample to evaluate and the medical assessment explanation, the complaint is considered unconfirmed. The reported condition is not related to the use of duragen. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.